Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 22mm amplatzer septal occluder was chosen for an atrial septal defect (asd) closure procedure using a 12f amplatzer trevisio intravascular delivery system. During procedure, the device had a bulbous deformation. The deformed device was never released from the delivery cable while inside the patient. There was report of any interaction with cardiac structures during deployment but there was no report of any angulation/kink noticed with the delivery system. A new 22mm amplatzer septal occluder was chosen and completed the procedure successfully using the same delivery system.

Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on available information and without the device to analyze, the cause of the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Codes removed: type of investigation: 4118 type of investigation not yet determined; investigation findings: investigation conclusions: 11 conclusion not yet available.